Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states the patient presented with undersensing on the right ventricular lead. No intervention or procedure was reported. The patient status was unknown.